Event description:
The customer reported that the secondary medication (vimpat (lacosamide) 200 mg/100 ml) did not completely infuse. The rate was set for 100 mg/hr and at the end of the infusion there was about 15 cc's left. The nurses do back prime the secondary tubing. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 03/198/2015. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.